Event description:
It was reported "the pt was positioned for the first procedure, which was a circumcision. The pt's legs were not touching any metal. A valleylab force 2 model was used in this procedure. (The last preventative maintenance on this machine was approx six months prior). Following the incident, this unit was checked for electrical safety and performance verification and electrosurgical output test results were within normal range for this unit. The grounding pad was attached to the left thigh. The first procedure (circumcision) was completed without complication at which point, the valleylab esu was unplugged and removed from the room. The second procedure was then started which was a transurethral incision of the prostate. The bard (now conmed) electrosurgical generator was then turned on. It was found that the collins knife on the resectoscope would not penetrate the tissue and then, it was noticed that there was normal saline hanging instead of glycine. Once this was rectified, second procedure was completed without further complication. At the conclusion of the second procedure, the drapes were removed and a 4.5 cm by 6.5 cm area of black, excoriated skin was noticed directly underneath the bovie pad on the right thigh which had been connected to the bard (now conmed) electrosurgical generator. The burn was dressed, and the pt required inpatient admission for wound care f/u. The pt was discharged on postop day two and was instructed to f/u with physician for wound care which did include wound debridement and a wound vac.

Manufacturer narrative:
We are in the process of gathering add'l info. When the investigation is complete, a supplemental report will be filed.